Event description:
It was reported to philips that a visible smoke was detected from the oil cooler in the generator cabinet. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Upon further troubleshooting, the fse identified there was no fire. The smoke was nearly odorless and traced a defective cooling unit in the generator cabinet. To resolve the issue, the fse replaced the cooling unit. The system was returned in good working condition and was ready for clinical use. The log file analysis by the technical team confirmed the malfunction of the oil cooler in the generator cabinet was completely leaked. The codes were updated based on the investigation outcomes.